Event description:
Sales rep reports that dr. (B)(6) called him regarding the apparent almost dislodgement or shearing of the introducer sheath from the hub. Dr. (B)(6) placed the endoplege catheter and introducer and upon removal, it was discovered that the sheath was 90%+ removed from the hub. The event occurred (B)(6) 2011 and there was no patient harm. Rep was at the hospital today and retrieved the introducer. The lot number from the ep box is 856502.

Manufacturer narrative:
Material separation. A device history record review was completed and this device met all specifications upon distribution. Edwards initiated a corrective action and a field corrective action which are applicable to this event.

Manufacturer narrative:
Device evaluation: the introducer used with the endoplege catheter was returned and evaluated by engineering edwards (B)(4). The non conformance reported in the customer experience report was confirmed. The sheath of the introducer was almost completely sheared at the junction of the hub. Only a thin strand of plastic was holding it together (photo taken). This evaluation lead to a product risk assessment documented within the edwards system. A device history record evaluation for the introducer revealed that there was one non conformance associated with (B)(4). However this non conformance was not related to the reported event. A cross-functional team was established to determine the root cause of this complaint. The investigation, root cause and corrective actions are documented in and edwards CAPA. The root cause of this complaint was attributed to the flash trimming operation performed by the supplier. The CAPA investigation revealed proper controls were not in place at the supplier or at edwards that lead to this event at the customer. Field corrective action (B)(6) was initiated to inform the customers of the non conformance and recall the product.